Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and observed no issues. The system was verified and ready for use.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the patient side cart (psc) had resistance with the use of universal surgical manipulator (usm) 2 and attempted to rotate usm and reposition, however, the issue persisted. The site then decided to proceed with the other available usms on system since only 3 usms were needed for the case. Technical support engineer (tse) offered troubleshooting, but staff was not willing to troubleshoot. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were placed prior to the issue being identified. The system functionality checked upon powering on the system and the system initially powered on without errors. Dvstat contacted for troubleshooting and full reboot was required and the surgeon requested to reboot after case complete. Full system reboot was required to resolve the issue and system engineer was contacted. The procedure was completed with three robotic arms. There was no patient injury. Surgeon disabled/discontinued the arm as arm#2 would not rotate. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.